Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and an ambicor penile prosthesis (app) was implanted. Should additional information be received, or product investigation completed, a supplemental report will be filed.